Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage under water and pressure testing which had unsatisfactory results. Testing revealed the check valve was blocked in the white part. The reported condition was verified. The cause of the condition was due to an excess solvent being applied on check valve tubing during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set was occluded and would not prime. This was identified during priming. There was no patient involvement. No additional information is available.